Event description:
An analysis was performed on the returned flashcard and the reported allegation of frozen screen was not verified. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Event description:
On (B)(6) 2015, it was reported that high impedance or communication error was received when the surgeon attempted to program the device with his programming system. Another programming system was used and the programming was successful for the patient. Additional information was received that hhd was able to be turned on but the screen was frozen at the last diagnostics results screen. The last diagnostics was noted to say "fault" and "unknown" for all values. Hard reset did not resolve the issue and neither did removing the battery from the hhd. The lock screen button was confirmed to be disabled. The suspect hhd and software were received on (B)(4) 2015. Analysis is pending but has not been completed to date.